Event description:
The patient was implanted for treatment of depression. Reporter indicated that vns patient was diagnosed with left vocal cord paralysis post vns implant. Follow up with the patient's treating physician confirmed that the left vocal cord paralysis was diagnosed by an ent. The left recurrent laryngeal nerve was thought to be stretched during the surgical implantation procedure and the patient's voice has improved with time, without intervention. The patient is reportedly experiencing efficacy with vns therapy in regards to depression control.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation. Treating physician reportedly believes that the vocal cord paralysis was related to the implant surgery since it occurred just after surgery.

Event description:
It was alleged via voluntary medwatch (B)(4) that the patient had damage to their laryngeal nerve that caused them to be unable to speak for a year. No additional or relevant information has been received to date.